Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was selected for implant. During the procedure, the device was positioned into the implant site. After a considerable stabilization test, compression and stabilization was deemed acceptable and the device was released. During the procedure, the patient was noted to have gone from nsr to afib. Approximately 30 second later the device dislodged itself from the patient's appendage as seen on fluoro and tee and migrated into the descending aorta. The device was successfully snared to resolve the event. An ablation was also noted to have been performed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was discharged the following day without any further complications. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The physician believes that the morphology of the device (roman helmet) illustrated adequate compression, and the retention wires could have been the issue.

Manufacturer narrative:
An event of atrial fibrillation, and device embolization into the descending aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the available information the cause of the reported atrial fibrillation could not be conclusively determined. The cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as ablation was performed for the atrial fibrillation and the device was retrieved via snare. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 24 jun. 2025, a 28mm amplatzer amulet occluder was selected for implant. During the procedure, the device was positioned into the implant site. After a considerable stabilization test, compression and stabilization was deemed acceptable and the device was released. Approximately 30 second later the device dislodged itself from the patient's appendage as seen on fluoro and tee. The device was successfully snared to resolve the event. The patient was discharged the following day without any further complications. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.